Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator generated a device alert. There was no patient involvement at the time of the reported event. The service engineer inspected the device and replaced the breath delivery pcb cpu (printed circuit board, central processing unit). The service engineer performed testing and calibrations and the unit operated within the manufacturing specifications.

Manufacturer narrative:
Device evaluation summary: the breath delivery (bd) printed circuit board (pcb) was returned for failure investigation. The part was visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.